Event description:
It was reported that prior to an unknown procedure, during the functional test of the device, the stapler got stuck in a closing position without having the possibility to open it manually. No patient adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firing did the event occur? What color reload was being used? Was the device locked on tissue? If yes, how was the device removed from the tissue since the jaws would not open? Two devices are returning. Is one the complaint device and the other was the one that was used to complete the case?